Event description:
It was reported that one of the disposable smith & nephew genesis trocar pins (1/8¿ x 5¿) got stuck in one of the pin holes of the tibia twin peg cutting guide (left). Staff was unable to remove the pin and, additionally, looks like the pin sheared and created damage in the pin hole. Tibial cut was already completed, so there was no impact on the case. No delay was reported.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specifications or would not be able to perform as intended. A complaint history review found no similar reports, as this was the only occurrence and this issue will continue to be monitored. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to this issue is if the pin was impacted into the cutting guide. Impacting the pin lends itself to bending the pin and becoming lodged in the cut block. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.